Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, concentric, 90% stenosed, de novo, circumflex artery during pre-dilatation the 2.5 x 12 mm trek balloon dilatation catheter (bdc) was inflated once to 8 atmosphere (atm) when the balloon ruptured. There was no reported adverse patient effect. A different 2.5 x 12 mm bdc and unspecified stent implant were used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.